Event description:
The patient reported to the dentist that the zirconia abutment restored in tooth site # 10 fractured while eating. The dentist found that the abutment had fractured above the hex. The dentist reported that there was no serious patient injury, no deterioration in patient¿s health, no unanticipated delays in procedures, no surgical complications, no variance in surgical techniques, and no foreign body retained in the patient.

Manufacturer narrative:
Investigation results: the DHR (verification report) and 3shape review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the to the design of the screw access hole.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.